Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked tank cover, wear and tear damaged enclosure, front cover, and line cord, outdated pcb (print circuit board) and power switch. The customer stated problem was duplicated, the device leaked from the cracked tank cover. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem was traced to the user manipulation of the device. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.